Event description:
It was reported "pad was placed on pt's left thigh and adhered well. Exchange of breast implants was completed with no problems. As pt was waking up and still groggy, stated "what happened to my right leg, I have a burn". They stated it appeared like a 1" x 1/4" pin laid on side - parallel to crease. Treated with silvadene and a band-aid."

Manufacturer narrative:
Conmed could not confirm or unconfirm the customer's complaint. No complaint samples or photographs were returned by the customer. A review of the manufacturing documents from the DHR/lhr for lot 0905262 has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. The macrolyte dispersive electrode used performed correctly per the customer's description of the complaint incident and no injuries occurred at the pad site. Per the communication from the hospital, the pad was applied on the left thigh and the claimed burn site is the right thigh of the pt. Per the customer's report, the ground pad performed correctly during the surgical procedure and they noted no injury of any kind at the dispersive electrode site either during or after the surgery. The complaint investigation has not identified nor confirmed any manufacturing defects with this device. Conmed believes that the dispersive electrode was not involved in the occurrence of the reported injury. Conmed is considering this complaint closed.